Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) and death occurred. In (B)(6) 2017, the subject was referred for elective cardiac catheterization. Target lesion #1 was located in the middle left anterior descending artery (lad) with 75% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 38 mm study stent. Following post dilatation, the residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject experienced respiratory failure, sepsis, acute renal failure, and worsening heart failure. The patient was treated with intravenous fluids, broad-spectrum antibiotics, and bilevel positive airway pressure (bipap) support. The subject demanded ventilator support and requested to proceed with intervention without cardioversion or CPR in the event of arrest. Norepinephrine infusion was instituted for hypertension. The subject suffered from shortness of breath which became progressive to require mechanical support. The subject¿s cardiac enzymes were elevated and the subject was diagnosed with an acute myocardial infarction. Dopamine was infused for relative bradycardia. Despite of the interventions, the subject developed acute hepatic insufficiency with markedly elevated liver enzymes, acute kidney injury with elevated creatinine of 2.46 and elevated troponin level of 0.483. Six days post hospitalization, the subject progressed to asystolic arrest and was pronounced expired. The cause of death was acute st segment elevation myocardial infarction.